Event description:
A pharmacist reported the following: "a possible pt reaction to an e-beam dialyzer. Additionally, the initial reporter stated that md thinks it was a reaction to the 4000 units of heparin, but also stated it may have been a reaction to the dialyzer". A call was placed to the reporter of this event. In speaking with the pharmacist, it was learned that the pt had been receiving dialysis with use of this dialyzer since august uneventfully. Additionally, it has been learned that pt went thru pre-assessment and seemed fine and then the pt was started on dialysis. The pharmacist further reported that when the bolus of heparin was given, the pt suddenly became short of breath and went into respiratory distress and was observed clutching his chest. Also at that time, the o2 sats decreased to 56%. Apparently this pt does wear a nasal cannula during treatment for comfort. The blood was not returned and the treatment was discontinued at that time. The pt received a 200 ml bolus of saline, and a non-rebreather mask was applied at 15l of o2. A call to 911 was placed and the pt was transported to the ER. At the ER the pt received 175 mg IV dose of solumedrol. Additionally, rocephin and zithromax were administered per hospital protocol. The pt was then admitted to the hospital. Cardiac enzymes were negative the entire time. The pt continued to receive dialysis with use of a different filter without incident. The pt was then discharged to home where he continues to receive dialysis with use of the new filter. Additionally, it was reported that the discharge diagnosis was exacerbation of copd, however, the nephrologist thought this was possibly a filter reaction. This report came from a pharmacy due to heparin being involved. Additionally, the pharmacist reported that heparin that was used for this incident was compounded by pharmacy and was mixed from 4 different lots and drawn up into a single dose in a syringe and administered for this dialysis treatment. She did not report the lot on the dialyzer, but will inquire in order to possibly isolate a lot. There is no sample.